Event description:
The customer reported that when the device is powered on, the screen will just beep. There is no report patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.